Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon contacted the sales rep and said that the metal post support and possibly the post disengaged from the insert. Revision upcoming."